Event description:
Additional information was received 26jan2023. The flexor raabe guiding sheath was used for a peripheral angioplasty procedure. The patient had lost a significant amount of weight and pannus was present. Resistance was noted upon removal of the sheath. Nothing was in the sheath lumen at the time of unraveling/separation. Because the coiling was intact and some of the distal portion of the sheath was outside of the body, the device was removed by hand.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, an unspecified cook sheath unraveled and the sheath material separated. Tension was encountered upon removal of the sheath from the patient. The user slowly tried to remove the sheath without the dilator in place; however, the sheath tore at the level of the skin. The coiling remained intact and the distal portion of the sheath was able to be removed from the original access point. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 26jan2023. The flexor raabe guiding sheath was used for a peripheral angioplasty procedure. The patient had lost a significant amount of weight and pannus was present. Resistance was noted upon removal of the sheath. Nothing was in the sheath lumen at the time of unraveling/separation. Because the coiling was intact and some of the distal portion of the sheath was outside of the body, the device was removed by hand. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number for the complaint device was not provided, however, a global shipment search for the user facility found 4 possible lots. Of these lots, no relevant non-conformances were found. Additionally, a complaint history search on the 4 lots found no complaints from the field. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings: ¿reinsertion of dilator prior to remove of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuation removal.¿ sheath removal: ¿remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. From the information provided upon review of the customer testimony, dmr, and IFU, suggest that there is evidence the device was manufactured to specification. Based on the available information and results of the investigation, cook has concluded that the cause of the failure could not be established. A CAPA is currently open to further investigate this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: occupation = ir lab tech. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, an unspecified cook sheath unraveled and the sheath material separated. Tension was encountered upon removal of the sheath from the patient. The user slowly tried to remove the sheath without the dilator in place; however, the sheath tore at the level of the skin. The coiling remained intact and the distal portion of the sheath was able to be removed from the original access point. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.